Event description:
It was reported that upon preparation of the device, a hole was detected in the sterling 6.0mm x 40mm balloon. The device did not come into contact with the patient. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
.